Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: perforation occurred and required medical intervention. Device issue: balloon rupture. It was reported that the target lesion was in the pda to the proximal lad and there was also a chronically, totally occluded lesion in the proximal to mid proximal lad, which was mildly tortuous and eccentric. Another co's stent was implanted at the left main trunk and the left main artery. The voyager catheter was used to dilate the hl at 8 atm and in the left main and proximal lad at 10 atm. The voyager balloon ruptured in the left main/proximal lad and a perforation of the vessel was observed. The lesion (perforated lesion) had mild calcification. Another voyager catheter (2.5x15) was used for 20 mins to treat the perforation and the procedure was successfully completed. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the catheter was returned with blood visible in the guide wire lumen. There was fluid visible in the inflation lumen. The balloon had loose folds. There was a longitudinal rupture 2 mm distal to the proximal marker band for a length of 15 mm. There was a scratch on the balloon along the side of the rupture at the distal end. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned device. Results from qa analysis confirmed a longitudinal balloon rupture. The rupture appears to have been initiated from the outside of the balloon, with a scratch observed along the side of the rupture at the distal end. The scratch most likely weakened the material, leading to the failure under pressurization. Damage of this type can result from an interaction with pt anatomy and/or interaction with accessories (rotating hemostatic valve, guiding catheter). Reportedly, another co's stent was implanted before the voyager catheter was dilated to a further lesion. Therefore, the movement of the metal stent along with tortuous, eccentric, calcificated lesion could be another factor contributed to the scratch damage of the balloon. The used accessories in the case were no returned for analysis, which would have also aided in the investigation. Based on the available info, the damge to the balloon most likely occurred during the advancement of the catheter over the guide wire, as no damage was noted during the inspection prior to use and the system was able to prep prior to being loaded onto the guide wire. Although a definitive root cause cannot be determined, based on the anlaysis of the returned device, the most probable root cause of the reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indication of a product quality problem. Product performance engineering will trend and monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number / lot number combination. All catheters are 100% visually inspected for balloon damage and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.